Event description:
It was reported that following an implant procedure the patient was experiencing discomfort at the pocket site and hurts when leaning at the back. It was also stated that the patients tilted and was on an angle. The patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.